Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 300mg/dl. The customer's expected fasting blood glucose test result range is 130 - 137 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 157mg/dl (B)(6) 2017 09:00 am fasting:yes, 161mg/dl (B)(6) 2017 01:24 pm fasting:yes, 153mg/dl (B)(6) 2017 03:07 pm fasting:yes, 150mg/dl (B)(6) 2017 03:01 pm fasting:yes, 300mg/dl (B)(6) 2017 02:08 pm fasting:yes. Memory concerns: 300mg/dl fasting.